Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via interdepartmental helpline solutions tracker that customer had high blood glucose ranging from 200 mg/dl to 400 mg/dl. There were several factors that contributed to customer's high blood glucose. Factors which contributed to high blood glucose were; customer forgot to take the cap off, cannula was kinked, bad insertion, air bubbles, insulin pump dropped on the floor, and infusion set coming out due to being snagged on a doorknob.